Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient developed a pericardial effusion. A perforation was confirmed by computerized tomography (CT) and a pericardiocentesis was performed to treat the tamponade. The leadless ipg remains in use. No further patient complications have been reported as a result of this event